Event description:
It was reported that a patient presented remotely with competitive atrial pacing noted on the patient's implantable cardioverter defibrillator. This resulted in the induction of a patient arrhythmia. Corrective programming changes were recommended. No further adverse patient consequences were reported.